Event description:
It was reported that an ilet user experienced failure to receive glucose readings from a newly applied libre 3 plus sensor, with the ilet displaying a prompt to stop the sensor while the ilet app indicated the sensor was already started; after pump restart, pairing status appeared but subsequent scanning prompted sensor replacement, and the user was transitioned to bg run mode and instructed on manual bg entry, while abbott arranged a replacement sensor, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem identified between the cgm and the pump consistent with intermittent communication failure and component involvement at the antenna/electrical-magnetic level. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.